Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that while attempting to cross the left anterior descending, the stent came off the catheter inside of the pt. It was a calcified lesion and the physician was having difficulties crossing; when he removed the device, the stent came off. A 2.25 voyager balloon was used to deploy the dislodged stent proximal to the lesion. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.